Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Analysis did not identify any device characteristics that would have caused or contributed to the loss of capture. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this crt-d system exhibited loss of capture on the right ventricular (rv) lead. The outputs on both the rv and left ventricular (lv) lead were increased. Subsequently, the crt-d recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the code 1003 was declared due to the reprogramming of the rv output to 6v @ 2ms. This crt-d was explanted and returned for analysis. No additional adverse patient effects were reported.